Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was a remote alert stating host pc memory 1 problem occurred during runtime. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the case was created in error. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc had a memory problem, which could prevent the whole system from starting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.